Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to pain, dislocation and wear. It was noted there was metallosis between the femoral head and stem.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 2648920-2016-00034, 0001822565-2017-05019. Complaint sample was evaluated and the reported event was confirmed. The versys femoral head was returned for review. The reported femoral stem was not returned. The device show dark debris at the neck taper, suggesting corrosion. Sem semiquantitative elemental analysis revealed that this debris indicate c, n, o, si, p, ca, cr, co, and mo contaminants. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.